Manufacturer narrative:
(B)(4). Philips evaluated the device and confirmed the failure. The processor pca was replaced which resolved the issue. The device passed all tests and was returned to the customer site.

Event description:
The customer reported that the device had an op-check hang failure and the device freezes up. There was no patient involvement.